Event description:
It was reported that unspecified bd¿ IV extension set was damaged and leaked. The following information was provided by the initial reporter: it was reported that there was a hole in the patient tubing which resulted in leakage. Verbatim: I went to assess the patient because his pump was beeping and noticed that fluid was dripping from his pump. After evaluating the pump, I realized that a hole was in the patient tubing that was infusing medication to him.

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ IV extension set was damaged and leaked. The following information was provided by the initial reporter: material #: unknown; batch/ lot #: unknown. It was reported that there was a hole in the patient tubing which resulted in leakage. Verbatim: I went to assess the patient because his pump was beeping and noticed that fluid was dripping from his pump. After evaluating the pump, I realized that a hole was in the patient tubing that was infusing medication to him.